Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3 sub drawer 2 solenoid assembly internal spring was broken. A field service engineer found drawer was open despite being fully closed due to a broken internal spring in the latch assembly, which prevented proper latch engagement, powered down the system, isolated the drawer, and confirmed the broken spring , then replaced the failed spring, verified latch mount, catch, and magnet alignment, ensured the sensor cable was not binding, reinstalled the drawer, and completed hardware test application for closed detection, latch sensor readings, and drawer position verification.. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed drawer and unable to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.